Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the anterior and one opening posterior side assessed as fold flaw opening . Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Additional observations: red particles observed on the device. No penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right side device rupture and deformation of the right breast, diagnosed during an "examination" and confirmed by MRI and ultrasound. Device has been explanted.

Event description:
Patient reported a right side device rupture and deformation of the right breast, diagnosed during an "examination" and confirmed by MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.